Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies. Unable to verify unresponsive buttons due to blank display. Device received with corroded battery tube and corroded motor home switch. Device received with cracked battery tube threads and cracked case (battery tube).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump buttons were unresponsive after exposure to moisture.. Customer also reported small crack on the battery compartment. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.